Event description:
When the shockwave catheter was plugged into the console an error message "cath error" occured. The catheter was removed and flushed with the same error. This catheter was removed and replaced with no reported harm to the patient. Manufacturer response for intravascular catheter, shockwave c2 aero ivl catheter 4.0x12 mm (per site reporter).